Event description:
It was reported that "in (B)(6), 9:30am in the first affiliated hospital of (B)(6), from the department of orthopedics director dr (B)(6) in a case of (B)(6) in male patients with total hip arthroplasty (the choice of operative accolade tmzf femoral stem, 28mm cobalt chromium molybdenum ball head, 50etrient psl cup, 28e polyethylene), when the operation to placing lined steps (ref620-10-28e, lot40431001), the liner can't tap into the cup and is unable to load test mode; the doctor tried various methods are unable to break into the cup liner, in order to avoid the patient wound storm drain time is too long, the operation and opened another 28e polyethylene liner (ref620-10-28e, lot40411201), when the lining is opened, the two inner lining vernier caliper measurement showed that failed to break into the lining lining of large diameter than the new open 3mm, use the test new lining model test (ref620-10-28e, lot40411201) can be loaded into this number lining smoothly into the cup, to complete the operation!"

Manufacturer narrative:
An event regarding seating/locking issues involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was returned for analysis, scratching and damage was identified around the locking tab of the polyethylene insert consistent with attempts of implantation. -medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There was no evidence of a dimensional issue on review of the inspection guide sheet. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the device was returned for analysis. Damage was identified around the locking tab of the polyethylene insert consistent with implantation attempts. There was no evidence of a dimensional issue on review of the device history record and no other events for the same lot have been reported.

Event description:
It was reported that "in (B)(6), 9:30am in (B)(6), from (B)(6). In a case of (B)(6) in male patients with total hip arthroplasty (the choice of operative accolade tmzf femoral stem, 28mm cobalt chromium molybdenum ball head, 50etrient psl cup, 28e polyethylene), when the operation to placing lined steps (ref620-10-28e lot40431001), the liner can't tap into the cup and is unable to load test mode; the doctor tried various methods are unable to break into the cup liner, in order to avoid the patient wound storm drain time is too long, the operation and opened another 28e polyethylene liner (ref620-10-28e, lot40411201), when the lining is opened, the two inner lining vernier caliper measurement showed that failed to break into the lining of large diameter than the new open 3mm, use the test new lining model test (ref620-10-28e, lot40411201) can be loaded into this number lining smoothly into the cup, to complete the operation!"

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.